Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed with a s321 (homing timeout, left) error code. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.